Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the lower display was out of specification electrically. It was further noted that due to extensive damage to the generator, it was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that there were missing segments in the lower display. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that there were missing segments in the lower display. Therefore, the epg was returned for repair. There was no patient involvement.